Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a battery manufacturing issue and the external battery communications lost was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).